Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated the air dermatome five times. The last repair was december 9, 2014 where it was reported that the device was sent in for annual maintenance and the bearings were replaced. This is not a related issue. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the head and neck of the hand piece including scratches and nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade was flush with the control bar. The safety switch operated as intended. The device was tested with the qa test hose and the motor operated within motor speed specifications. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was not cutting evenly. Additional information was received on oct 21, 2016 confirming the event happened during surgery and an additional non-planned graft was taken. An alternate product was available for use and no surgical delay occurred.